Manufacturer narrative:
The serial number of the cobas pro ise analytical unit is (B)(6). The field service engineer decontaminated the ise waste line. A bowl was found to be chipped. The vacuum nozzle, bowl, and a valve were replaced. Washing maintenance was performed. Calibration, controls, and precision studies passed. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas pro ise analytical unit. The sample initially resulted in a sodium value of 150 meq/l. The customer repeated the sample on a second due to a failed laboratory delta check and previous analyzer issues. The repeat result was 139 meq/l. The repeat value was deemed correct.

Manufacturer narrative:
Calibration and controls were acceptable prior to the event. The customer noted they had been having qc issues recently. A review of alarm trace data did not show any relevant alarms. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.